Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 60-year-old male patient underwent percutaneous femoral artery thrombectomy and endovascular angioplasty for ulceration of the second toe of the right foot for more than a month using a rotarex 6f 135cm catheter. During the procedure, the catheter suctioned from the superficial femoral artery to the femoral popliteal artery three times, and the body of the tubing was found to be bent, and the device was difficult to remove. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided image contains information regarding catheter kinked catheter. After review of the provided images kinked catheter can be confirmed. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 60-year-old male patient underwent percutaneous femoral artery thrombectomy and endovascular angioplasty for ulceration of the second toe of the right foot for more than a month using a rotarex 6f 135cm catheter. During the procedure, the catheter suctioned from the superficial femoral artery to the femoral popliteal artery three times, and the body of the tubing was found to be bent, and the device was difficult to remove. Another device was used to complete the procedure. There was no reported patient injury.